Event description:
The customer reported perforating the catheter with a guide wire during an angiographic procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the investigation has been completed.